Manufacturer narrative:
Date rec¿d by MFR: 26may2019. Conclusion/root cause: during failure analysis, a visual inspection of the touchscreen showed no evidence of damage or contamination. During testing of the touchscreen did not calibrate properly. Several points were determined to be out of specification. The reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was confirmed that the touchscreen was no working properly via the touchscreen diagnostic page. Onsite assistance was scheduled. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit failed touchscreen calibration. There was no patient involvement. Event date not specified; estimate used.